Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 269 mg/dl and the sensor glucose was 201 mg/dl. Insulin. The sensor value that triggered the suspend event was 57 mg/dl and suspend on low limit in sensor settings was 75mg/dl. Customer also states the cannula was bent. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location and lot number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened/used.